Event description:
Caller states, the patient tested 2.8 inr on the coaguchek s system while a comparison lab returned as 2.1 inr. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.